Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that patient's weight, event date, cause were unknown. Hcp referred the patient to imaging to check for lead movement. The provided information was confirmed with he account/physician. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that when impedances were checked contacts 9 and 15 showed greater than 10000 ohms. It was noted that they didn¿t increase to 3v to test again and the rest of the impedances were around 6000 ohms. The patient had fallen twice during the year but did not recall the specific dates. The indications for use were spinal pain and failed back surgery syndrome. No patient symptoms reported.